Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s parent stated that customer blood glucose was over 400 mg/dl and the insulin pump had a no delivery alarm while trying to deliver a bolus. Customer's parent also reported that the insulin pump alarmed motor error when they tried to program another bolus. The customer¿s parent stated that the drive support cap was normal t and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent declined high blood glucose troubleshooting and stated that they were driving to the pharmacy to get some manual injection. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.